Event description:
It is reported that the device was implanted in 2000. During a regularly scheduled follow-up visit in july of 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. The device was revised in 2006.

Manufacturer narrative:
Cause cannot be definitively determined. No product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.